Event description:
It was reported the customer had over delivered insulin to their body on accident. The customer's wife reported the customer's blood glucose was 78 mg/dl after the second bolus delivery. Troubleshooting found the customer's drive support cap was normal. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.